Manufacturer narrative:
This report is submitted on april 9, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use and subsequently the device was electively explanted on march 27, 2019. The patient was not reimplanted with a new device.

Manufacturer narrative:
Device analysis report is attached.this report is submitted on january 29, 2024.